Event description:
It was reported that an alert for high voltage lead impedance (hvli) above the upper limit was noted on a remote transmission. It was noted that the shocking impedance rv to svc and can was measured in range. However, there has been a gradual rise in the hvli trend, and the scv to can measurement has increased above the upper limit. It was discussed that seeing the impedance has just gradually risen indicates physiologic changes and not changes in lead integrity. The rv lead will be monitored. The patient was asymptomatic.